Manufacturer narrative:
Additional information: h6, h11 h11: the actual device was not available; however, a photograph and three videos of the sample was provided for evaluation. Visual inspection was performed and leaks at the clearlink y-site component was noticed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked at the port during patient use. The event was further described as "blood dripping from the port". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.